Event description:
During insertion of a 6f ultimum introducer prior to a coronary angiography, a portion of the dilator was visible under flouroscopy at the "j" tip of the guidewire. An attempt to remove the guidewire with the dilator tip through a 10f sheath was unsuccessful. While attempting to retrieve the segmented portion with a retriever trap; the tip dislodged and embolized to a vessel in the right side of the pelvis. Blood flow remained free flowing. Left and right coronary arteriography was performed. The segmented portion remains inside the pt.